Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had ghost pocket. The technical support specialist (tss) dialed into the cce server to investigate the issue. Upon checking, there were no outstanding purchase orders for medication ID in pyxis device. The tss then reviewed the med inventory on the es server and verified the quantity settings. Further investigation in the dbo.inventoryview table revealed multiple results for the same medication, indicating duplicate or ghost entries. To resolve the issue, the tss deleted the ghost pocket associated with med ID in pyxis device. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had ghost pocket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.